Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus; the customer attempted to recover the failed drawer, but it still indicated requires maintenance, and a device reboot was performed. The customer also attempted to shut down the station by unplugging the power cord for 2 to 5 minutes, then reconnected power and turned it on; however, the issue persisted and the drawer still failed to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height enhanced drawers 4.1 and 4.2 were off the bus. The field service engineer (fse) opened the back panel and observed that there were no indicator lights on the pyxibus module board. The station was powered off, and the drawer controller board was tested, at which time the board for 4.1 was also found to have failed. The fse replaced both the drawer controller board and the pyxibus module board, then tested the system in diagnostics. All tests passed, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.